Event description:
It was reported the ventricle connector and rear case are broken. It was also reported the ring is missing. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lower case is broken/contaminated and ventricle connector is broken. Analysis also found the upper case, two side bail covers, ring cover, and lead flex cover are broken. Battery release, battery drawer, battery flex, and heart lead flex are contaminated. Lcd (liquid crystal display) is missing segments, battery drawer o-ring is damaged, and the ring is bent. (B)(4).